Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was leaking during priming of a homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, and device-device interaction testing (sample ran on homechoice machine). All functional testing performed was acceptable and product met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.